Event description:
There was no flow coming from the ventricular catheter indicating that it was not functioning appropriately therefore proceeded to remove the old catheter. Proceeded to place a new catheter into the center of the ventricular system. The catheter was inserted. Cerebrospinal fluid was flowing out of the catheter however the patient was noted to have a very low pressure system. Proceeded to connect the catheter to the existing valve, however, it appeared that there was no flow coming from the distal end of the valve, thus indicating that the valve was malfunctioning. It appeared that the valve reservoir was not filling appropriately and therefore proceeded to place a new valve.